Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the spyscope ds ii and spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and spyglass ds controller were used during a diagnostic cholangioscopy procedure performed in the bile duct on (B)(6) 2020. According to the complainant, during the procedure, the controller shows no image after start up. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.